Event description:
It was reported that the pump battery gauge was not increasing during charging. Reportedly, a pump reset was performed, and the battery gauge reflected the correct battery level resolving the issue. There was no reported adverse impact to the customer.